Event description:
It was reported that stent dislodgement and patient death occurred. The patient presented with st elevation myocardial infarction and coronary artery disease in the left anterior descending artery (lad). Vascular access was obtained via the right groin. Imaging showed severely calcified coronary arteries and the 80-90% stenosed mid lad was identified as the culprit vessel. A previous stent was present in the proximal lad. Pre-dilation of the mid lad was performed using a 2.50 x 12 mm nc emerge balloon. A 2.50 x 32 mm synergy xd stent was advanced to the mid lad but because the stent was too long, it was removed undeployed. When another picture was taken with contrast however, it was apparent the undeployed stent was still in the proximal lad. The physician thought the stent caught on calcium in the vessel and came off the delivery system during retrieval. Rewiring of the lad to attempt to crush the dislodged stent was unsuccessful and an attempt to implant a left ventricular assist device (lvad) was also unsuccessful due to the heavily calcified vessels; several stents were present in the iliac vessel making it extremely difficult to advance the lvad through the left groin. During the procedure, the patient experienced ventricular fibrillation. Surgery was called for bypass surgery, but the patient did not make it and died in the catheter lab.